Manufacturer narrative:
Since the initial medwatch report was filed, the investigation has concluded. The pump and introducer sheath were returned for analysis. Scratches were found on the introducer and the pump's repositioning unit was found to have scratches and a kink. These damages could have been caused by excessive force or improper handling and technique. These assumptions and the root cause for the hematoma can not be determined however. The medical facility did not release all clinical details, and as such, a root cause can not be definitively determined. The failure mode will be monitored and trended.

Manufacturer narrative:
The product has been returned for analysis. The analysis is on-going at this time. Upon completion of the investigation a final medwatch will be filed.

Event description:
A cardiac patient was admitted and had a coronary intervention. While in the ICU his condition deteriorated and so they placed an impella cp in a return visit to the cardiac catheterization lab. The coronary stents were reopened and the patient was sent back to the ICU on the impella for hemodynamic support. While in the ICU the patient was observed to have low impella flows due to incorrect positioning, as observed by echo. The patient was again taken to the catheterization lab. While transferring to the exam table, a hematoma was observed at the impella access site. The hematoma was treated with 2 units of blood and albumin infusion. In addition, the impella was explanted and replaced by a new pump.